Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient will undergo an MRI. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was recommended for pocket revision for unknown reason.

Event description:
A report was received that the patient was recommended for pocket revision for unknown reason.